Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported during a surgery involving the lapidus incore disposable kit 28l on (B)(6) 2021 that the post assembly was in the incorrect orientation. The surgeon opened a new post implant to complete the procedure, resulting in a 30 min delay .